Event description:
It was reported that during dilatation for treatment of a 99% de novo stenosis in the moderately calcified, moderately tortuous, concentric, right coronary artery (rca), a 3.5x15 nc trek balloon ruptured when pressurized to 9 atmospheres for 1 second. The device was withdrawn from the anatomy and a non-abbott balloon was used to complete dilatation. A xience xpedition stent was implanted and the procedure was completed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.